Event description:
It was reported that the patient presented in-clinic for a follow up check post implant procedure. Upon review, the right ventricle lead exhibited failure to capture, low pacing problem, r wave amplitude variation. Patient was brought in for a lead revision procedure. During the procedure, the right ventricle lead helix would not retract completely so the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, capturing problem low pacing impedance and r-wave amplitude variation. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood/tissue. After cleaning the helix could be fully extended and retracted by applying torque directly to the connector pin. The cause of the reported event was isolated to the blood/tissue clogging the helix. The reported event of capturing problem low pacing impedance and r-wave amplitude variation were not confirmed. Electrical testing was normal. No anomalies were noted with the exception of procedural damage.